Manufacturer narrative:
Additional device product codes: jdw, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6) employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient suffered a car accident and was treated for a diaphysis in the right femur by means of intramedullary nail insertion on (B)(6) 2016. On an unknown date, the patient felt discomfort in the right leg with swelling in the fractured area. On (B)(6) 2016, the patient found that the nail was broken. The patient underwent a revision surgery due to the broken universal femoral nail on (B)(6) 2016. The patient acquired bacterium - enterococcus faecium during the revision procedure while exchanging the broken nail (during removal of the broken nail and replacing it with the stem of another manufacturer). Because of the bacterium, it was not possible to perform the necessary graft on the right leg during the revision surgery on (B)(6) 2016. On (B)(6) 2016, the graft on the right leg was performed. This report captures the reported event of the patient acquired bacterium during the revision procedure. The postoperative event of broken nail was captured under related complaint (B)(4). This report is for one (1) 4.9mm locking bolt 40mm. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 259.440, lot 9330101: manufacturing location: grenchen. Manufacturing date: january 16, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the implants were not returned; the investigation was done based on the supplied images. The images (8 total) were reviewed and the complaint condition for infection could not be confirmed based on the images provided. The images do show a broken nail, however that has been captured in related (B)(4) . As the implants were not returned an as received, dimensional, material or drawing reviews are not applicable. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.